Manufacturer narrative:
Per the user guide: check your pump¿s settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus calculation recommended by the pump was inaccurate. The pump suggested a bolus of 23.55 units of insulin when the maximum bolus setting was 10 units. Customer did not add carbohydrates or adjust any numbers. Customer's blood glucose was 145 mg/dl. Customer could not use their computer at the time of report to upload pump data for review. Customer to monitor pump and continue pump insulin therapy. Tandem clinical diabetes specialist contacted customer and found that the correction factor setting had been changed to 1unit/0.1 mmol/l which lead to the incorrect bolus amount. Customer's healthcare provider and diabetes educator were made aware of the event and reportedly, met with the customer to review the customer's profile settings.